Event description:
It was reported that the unit could not be turned on. Initially, it was displayed the "no signal" screen. After standard cpu & ups troubleshooting and checking all cables, the following error was displayed: "the error occured during initialization. Timeout to get navio health monitor initial status". As consequence, the navio case was aborted and the tka surgery was performed with manual instruments. Surgery was not delayed. The patient outcome is unknown.

Manufacturer narrative:
The device was used during treatment and was not returned for evaluation. There was no serial number noted in the initial investigation documents so we are unable to conduct a DHR review as a part of the investigation. A complaint history review was performed and found reports of the issue. This issue will continue to be monitored. The failure has been identified in the risk file. The surgical technique guide released at the time of the complaint (pn 500095 rev#d) provides instructions on how to recover to a fully manual procedure in the case the of a navio surgical system failure at any point during the surgical case. A failure can consist of, but is not limited, a system software crash, unrecoverable hardware failure, handpiece failure with no back available, tracker array failure or loss of contact with bone that is unrecoverable., etc. There is no indication in this complaint that the user did not follow the IFU. A relationship between the device and reported event has not been established. A factor that could have contributed to the reported event could have been a defective computer. Without the device being returned, the issue could not be confirmed. The root cause of the reported event could not be determined. No corrective action or containment is recommended at this time. Per complaint details, the device malfunction occurred during surgery but the procedure was changed to manual instrumentation to complete the surgery. Without the requested clinical information a thorough medical investigation cannot be rendered.